Event description:
Additional information received reported that the cause of the resistance/coil damage was not determined. The resistance was in the distal part of the catheter. The coil had come out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage observed to the catheter. There were no issues that resulted in the damage that was found. No detachment attempts (instant detacher or manual method) were made. There was no kink/damage observed on the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 105-5091-150 (unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil and echelon catheter encountered resistance. The axium coil was found damaged and fractured. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left anterior cerebral artery a1 segment with a max diameter of 2.3 mm and a 2.1 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that the axium spring coil was deformed and there was resistance when retracted into the echelon microcatheter. After the echelon microcatheter was positioned, the operator began to deliver coils. The first coil (apb-2-4-3d) was successfully packed and detached. For the second coil (apb-1.5-2-hx-es), significant resistance was encountered during packing, and the coil herniated into the parent artery. The operator retrieved the coil and attempted to redeploy it; there was noticeable resistance when the coil was withdrawn into the microcatheter. After pushing it out again, it was still difficult to pack the coil into the aneurysm. Another attempt was made to retrieve the coil into the microcatheter, but significant resistance persisted. The operator was concerned about possible coil stretching and therefore removed the coil from the body. Upon inspection, deformation and fracture were observed at the proximal end of the coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lot number of the echelon was 0230380627.

Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box, inside or a dispenser coil, and alongside the introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime was resheathed without any issues. The pushwire was found to be bent at ~5.1cm from the proximal end; in addition, the pushwire was found to be bent within the introducer sheath at ~36.4cm from the distal end. The axium prime implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis: the axium prime implant coil was placed back within its introducer sheath with no issues and no resistance encountered. The axium prime implant coil was able to advance outside of the introducer sheath without any issues. The axium prime implant coil tip od (outer diameter) was measured and found to be 0.0110¿ which is within specification (specification: 0.0108¿ +.0010¿/-.0020¿). The introducer sheath ID (inner diameter) was measured and found to be 0.0185¿ (0.47mm) which is within specification (specification: 0.47mm +0.03mm/-0.0mm). No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/failure to resheath¿, ¿ cool loop in parent vessel¿, ¿ coil separation¿ , and ¿difficulty placement/positioning¿ could not be confirmed, as the events could not be replicated. The device was resheathed with no issues and no resistance was encountered when the device was advanced back out of the sheath. The damages found with the implant did not contribute towards any resheathing issues and did not cause any resistance within the introducer sheath. In addition, no non-conformances to specifications were found that would have contributed towards the reported failure to resheath. No coil break/separation was observed. Based on the device analysis and reported information, the customer¿s report of ¿coil kink/damaged¿ was able to be confirmed, as the implant coil was found to be damaged. It is possible the damages occurred due to resistance, during the attempt to retracting the implant coil into the reported microcatheter, or during handling/return shipping to medtronic as the device was returned outside of its protective introducer sheath. A few possible causes of coil damage are but not limited to patient vessel tortuosity, and/or advancing device against resistance; however, the root cause was unable to be determined. The echelon-10 mentioned in the procedure was not returned; therefore, any contribution the catheter had towards the damage was unable to be verified. The axium prime was found to be compatible with the echelon-10 microcatheter. It was noted that the patient's blood flow was normal, and vessel tortuosity was severe. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU); in addition, a continuous saline flush was administered and maintained as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.